Event description:
This rv lead was implanted on an unknown rate in (B)(6) 2004 and remains implanted at this time. In a product experience report received on (B)(6) 2018, this lead exhibited oversensing and inappropriate shock for atrial fibrillation on (B)(6) 2018. Another episode was viewed and non-physiologic events were noted on the electrocardiogram. The physician was dr. (B)(6) at (B)(6) in (B)(6), australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).